Event description:
It was reported that the customer experienced a blood glucose (bg) level of 31 mg/dl. Customer was in the hospital for non-diabetes related issues at the time of the low bg. Due to the bg level the customer lost consciousness and was treated with intravenous fluids of glucose. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.